Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the devices were returned in good physical condition. The devices were tested with a generator and was functional. No abnormal or temperature issues were noted while testing the instruments. Instructions for use stated: to avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times.

Event description:
It was reported that during the laparoscopic gastrectomy procedure, the customer noticed that the blade was hotter than normal. When the instrument was removed from the patient, the blade burned through a drape and a surgical gown. The patient or user did not receive a burn. The sales rep stated the burns occurred approximately 15 seconds after the device had been activated. The problem occurred on two devices. A third device was used to finish the case with no patient consequence. The rep stated the patient is currently doing fine. No further information is available on the patient.